Event description:
This unsolicited case from (B)(6) was received on 29-sep-2016 from orthopedist via health authority((B)(4)). This case concerns a (B)(6) female patient who initiated treatment with synvisc and after 19 days the patient developed arthritis and could not walk. The medical history included left coxarthrosis and scoliosis. Past drug included paracetamol (calonal) with adverse drug reaction urticaria. Patient was occasional alcoholic. Concomitant medications included celecoxib (celecox) and rebamipide. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml weekly (batch/lot number and expiration date: not provided) in unspecified location for gonarthrosis. On (B)(6) 2016, the patient received the second dose of synvisc at a dose of 2 ml. On (B)(6) 2016, although the patient was scheduled to receive the third dose of synvisc it was postponed as the patient's knee swelled due to moving too much. On (B)(6) 2016, as swelling subsided, the patient received the third dose of synvisc at a dose of 2 ml. On (B)(6) 2016 (after 19 days), the patient could not walk due to pain and was seen by the nearby physician. The patient received treatment with intra-articular steroid (unspecified) injection and arthritis improved. On (B)(6) 2016, the patient recovered from the event of arthritis. Action taken: stopped temporarily. Outcome: recovered/ resolved for arthritis; unknown for could not walk. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporting physician's seriousness assessment: serious (medically significant). Reporting physician's causality assessment: related. Reporting physician's comment: synvisc was suspected as the most likely cause of "arthritis". Swelling that occurred on (B)(6) 2016 should have been considered as the start of the adverse reaction. There was no other treatment and diagnosis that was considered to have influence on the onset of the adverse reaction.

Event description:
This unsolicited case from (B)(6) was received on 29-sep-2016 from orthopedist via health authority(reference number: (B)(4). This case concerns a (B)(6) year old female patient who initiated treatment with synvisc and after 19 days the patient developed arthritis and could not walk. The medical history included left coxarthrosis and scoliosis. Past drug included paracetamol (calonal) with adverse drug reaction urticaria. Patient was occasional alcoholic. Concomitant medications included celecoxib (celecox) and rebamipide. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml weekly (batch/lot number and expiration date: not provided) in unspecified location for gonarthrosis. On (B)(6) 2016, the patient received the second dose of synvisc at a dose of 2 ml. On (B)(6) 2016, although the patient was scheduled to receive the third dose of synvisc it was postponed as the patient's knee swelled due to moving too much. On (B)(6) 2016, as swelling subsided, the patient received the third dose of synvisc at a dose of 2 ml. On (B)(6) 2016 (after 19 days), the patient could not walk due to pain and was seen by the nearby physician. The patient received treatment with intra-articular steroid (unspecified) injection and arthritis improved. On (B)(6) 2016, the patient recovered from the event of arthritis. Action taken: stopped temporarily. Outcome: recovered/ resolved for arthritis; unknown for could not walk. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Reporting physician's seriousness assessment: serious (medically significant). Reporting physician's causality assessment: related. Reporting physician's comment: synvisc was suspected as the most likely cause of "arthritis". Swelling that occurred on (B)(6) 2016 should have been considered as the start of the adverse reaction. There was no other treatment and diagnosis that was considered to have influence on the onset of the adverse reaction. Additional information was received on 04-oct-2016. Ptc results were added and text amended accordingly.